Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the customer experienced a high blood glucose. Customer¿s high blood glucose value was 560 mg/dl at the time of incident. Customer was neither in emergency room, nor admitted into hospital. Customer was not alleging the insulin pump for under delivery. Customer¿s mother stated that the drive support cap was normal. Customer¿s mother also stated that the insulin pump had a no delivery alarm but it was resolve by changing the infusion set. The device will not return for the analysis.